Event description:
An insurance company is alleging that a heating pad caused a fire that resulted in property damage to their insured's residence. No injuries were reported with this incident.

Manufacturer narrative:
An occupant in the home is a smoker and cigarette butts were found in the debris pile. This product is in the possession of the insurance company and has not been examined.